Event description:
Meter name: one touch ultra. Strip name: unk. Meter code: unk strip code: unk. Strip storage: unk. Symptoms: severe chest pain. A pt reported they went to the emergency room and was sent to lcu then had bypass surgery. Their meter allegedly had a faded display. There was no result on their meter. No other tests reported. No comparisons reported. Treatment was reported as "went to the emergency room and was sent to ICU then had bypass surgery". Customer care rep asked pt again "are you alleging that because the display was faded this caused you to have a bypass surgery?." He stated "well it's a possibility that the faded display may have caused this". No further info has been reported.